Manufacturer narrative:
The reporter was asked to run control on the test strips that were in use. Both controls recovered with values of < 10 mg/dl. The reporter repeated controls using test strips from a new vial and these controls passed. The reporter stated the issue was caused by improper handling by the operator. No specific details were provided. The reporter's product was requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. This event occurred in (B)(6). Phone number was provided as "(B)(6)".

Event description:
The initial reporter stated they received a discrepant result for one patient sample tested with accu-chek inform ii meter serial number (B)(4). A first sample from the patient was tested using the meter, resulting with a glucose value of < 10 mg/dl. This result triggered a critical alarm in their laboratory information system. It is their laboratory policy to repeat testing on a cobas 6000 c (501) module if they receive a critical value. A second sample was collected from the patient and tested using the meter, again resulting with a glucose value of < 10 mg/dl. The sample was repeated on a c501 analyzer, resulting with a value of 330 mg/dl. The 330 mg/dl value was released outside of the laboratory to the clinician.